Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000126634.

Event description:
It was reported the patient experienced ineffective therapy and shocking sensation. Diagnostics revealed high impedances on all contacts on one of the leads. Fluoroscopy showed that the lead had a fracture. Reportedly, patient had adequate therapy from the other lead. Investigation was unable to determine which lead fractured.